Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer has been experiencing intermittent high blood glucose last six weeks. The customer also stated the insulin pump alarmed pump error 4 and 53. The insulin pump passed self-test. Also, the fill tubing process was completed and passed. The customer changed out set and did not notice any damage cannula. The customer's blood glucose was 8.4mmol/l.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file analysis confirmed the pump error 53 and pump error 4 due to a software error. The pump was received with a scratched case and pillowing keypad overlay.